Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that there was change in therapy related to positional movement. Patient called reporting that the left side stimulation was not as strong as it used to be and kicks on and off. Patient stated the stimulation was intermittent and he could make the stimulation seem stronger on the left side if he sits or lays down a certain way. Patient stated it was mostly not functioning very strong on the left side. Patient stated he was trying to use the spinal cord stimulator more because his doctor was trying to taper him off using hydrocodone. Patient confirmed that no programming changes were made. Patient stated he fell backwards off a barstool but it was probably a year ago. Patient does not believe that affected his system because he did not notice the stimulation change until 2-3 weeks ago. Patient redirected to healthcare provider. No further complications were reported/anticipated.